Manufacturer narrative:
This product malfunction was originally reported under an alternative summary report (e2001023). The sample has been returned and investigation was updated, which prompts reported information to be updated. As the alternative summary report e2001023 has been revoked, the updated information is being sent via this 3500a report. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported during the implant of an intraocular lens (iol) using a preloaded delivery system, there was a defect of release of the implant. The lens was not placed and there were no reported consequences. Additional information was requested.

Manufacturer narrative:
The device with the lens was returned. The plunger is oriented correctly. Inadequate viscoelastic is observed in the device. No viscoelastic was observed in the nozzle or the tip of the device. The plunger has been retracted to mid-loading area. The lens is sideways in the loading area pressed up against the door. It appears to have been replaced in the loading area for return. The lens was easily removed. Only two spots of viscoelastic are observed on the lens surface. The trailing haptic, trailing optic edge and the center of the optic are scraped on the posterior surface. This damage is evidence of a plunger underride. The leading haptic is broken (returned). The nozzle was removed and cleaned for further evaluation. Top coat dye stain testing was conducted with acceptable results. A qualified viscoelastic was indicated. Based on the observed lens damage a plunger underride occurred. The root cause for the underride appears to be related to a failure to follow the dfu. Inadequate viscoelastic was observed. No viscoleaitc was observed in the nozzle or the tip of the device. Only two small spots of viscoelastic were observed on the lens. The directions for use (dfu) instructs: fill the device until viscoelastic can be observed flowing to the line on the nozzle tip. This will require approximately 0.2 ml of viscoelastic. If inadequate viscoelastic is placed in the device this will cause inadequate coverage of the lens fold path which may cause the lens to advance incorrectly or become ¿stuck¿ in the device allowing the plunger to underride the lens. The manufacturer internal reference number is: (B)(4).